Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 standard capacity biopsy forceps was used during a stomach tissue biopsy performed on (B)(6) 2013. According to the complainant, the procedure was completed successfully with this device without issues. No forceps anomalies were noted. No adverse patient effects were reported and the patient was discharged home after the procedure. The patient was not reported to have ulcers nor any other diagnosed disease. The patient did not have any coagulation issues. Later that night, the patient suffered a hemorrhage and returned to the hospital. A new gastroscopy was performed on the patient to locate the origin of the hemorrhage. The stomach was found to have abundant semi-digested blood and a small flow hemorrhage coming out from a small ulcerated lesion at the middle part of the stomach's body. The hemorrhage was located at the biopsy site, at the greater curvature of the stomach, with adherent blood clot. The hemorrhage could be stopped at the hospital with adrenaline injection and argon plasma coagulation. The patient recovered and was discharged home that same night. No additional adverse patient effects were reported.